Event description:
Customer reported that a pt experienced a superficial cellulitis at an unspecified time following neurosurgery. No further info was provided.

Manufacturer narrative:
Infection occurred. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.